Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
In the afternoon the customer felt hypoglycemic; she had an annoying feeling in the stomach and then in her legs. She received a blood glucose reading of 90mg/dl on the contour next link. A nurse also drew a venous sample and the lab reading was 50mg/dl. Further information was not provided. The difference between the readings falls in the "c:" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.